Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: local reaction (edema), paresthesia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient who underwent a breast augmentation revision with two 300cc smooth mentor memorygel breast implants has experienced postoperative left-sided grade iii capsular contracture, confirmed by a physician. In addition, the physician also noted some right-sided edema, and patient also suffered from bilateral breast pain and burning sensation of the nipple/areolar complexes. As a result, the patient underwent explantation and replacement with unspecified breast implants on (B)(6) 2020. This medwatch report is for the right-sided implant.

Manufacturer narrative:
On (B)(6) 2020, mentor failure analysis lab received the device for evaluation. Device evaluation summary: according to the information received, it was reported that the patient developed local reaction and paresthesia. During visual inspection of the device no apparent damage could be observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).